Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: needle clog), was performed, and it was determined that the potential risk of this specific reported incident was captured, and addressed. Investigation summary: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is clogged. The returned pen needle was tested, and was able to expel properly without any observed defects. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter, "it was reported needle clog. Verbatim: needle blocked."